Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose (bg) level was 520 mg/dl and a correction bolus via the pump was delivered to address the bg level. A system check was performed and the pump performed as intended. No damage to the cannula was observed. As part of troubleshooting, the infusion set and cartridge were changed and the customer successfully resumed insulin deliveries.